Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to those taken on a competitor brand meter. The customer experienced symptoms of dizziness, tremors, and loss of consciousness and an ambulance was called. Upon arrival, the customer was administered two glucagon injections, unspecified IV, and was transported to the hospital. At the hospital, the customer was administered IV glucose and provided with food and unspecified medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to those taken on a competitor brand meter. The customer experienced symptoms of dizziness, tremors, and loss of consciousness and an ambulance was called. Upon arrival, the customer was administered two glucagon injections, unspecified IV, and was transported to the hospital. At the hospital, the customer was administered IV glucose and provided with food and unspecified medication. There was no report of death or permanent injury associated with this event.